Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarm occurred. In addition, it was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Customer's blood glucose level was 331 mg/dl. Reportedly, the pump supplies were changed to address the issue. Reportedly, customer reverted to manual injections for insulin therapy.